Event description:
Mid 30¿s female with history of breast cancer. Procedure: infusion treatment. When the kit was opened, the huber needle was without a plastic sheath and partial safety clip closure. Not used on patient. This is the 4th report for nonacceptable needle. Manufacturer response for general surgery tray, medline industries, inc. (Per site reporter). Will obtain.